Event description:
It was reported that the event occurred while in the cath lab. During a sales call, the intra-aortic balloon (iab) was given to the sales representative and the only information about the event is a sticker on the bag that the iab was saved in that said "clotted." The clinical resource cath lab rn did not have any further information. There was no report of pt death. The sales representative spoke with the clinical lead and the inventory specialist, who could not provide additional information about the event. The sales representative added that the iab is still wrapped pretty tightly so it appears as it was never inflated. Also, there was no sheath on the iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.